Manufacturer narrative:
Reported event of difficulty to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was used during a polypectomy procedure. According to the complainant, during the procedure, the device had difficulty cutting. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no issue.